Manufacturer narrative:
29-apr-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Heads...fall off - oral-b [device breakage]. Head do not grip on to the tooth brush - oral-b [device connection issue] . Product counterfeit - oral-b [product counterfeit] . Case narrative: consumer via e-mail stated that the oral-b toothbrush head did not grip on to the oral-b toothbrush in the same manner they used to meaning they often fell off mid-brushing. They suspected counterfeit toothbrush heads. No injury was reported. 25-feb-2025 follow up via digital safety assessment survey: the consumer was a 36 year old male. He did not see a healthcare professional. No injury was reported. 29-apr-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Heads...fall off: oral-b [device breakage]. Head do not grip on to the toothbrush: oral-b [device connection issue]. Counterfeit toothbrush heads: oral-b [suspected counterfeit product]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head did not grip on to the oral-b toothbrush in the same manner they used to meaning they often fell off mid-brushing. They suspected counterfeit toothbrush heads. No injury was reported. On 25-feb-2025, follow up via digital safety assessment survey: the consumer was a 36 year old male. He did not see a healthcare professional. No injury was reported.